Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing and shock impedance. During the system revision, the lead was tested via the pacing system analyzer (psa). The lead measurements were within range. However, when the measurements were measured when the leads were attached to the device, the shock impedance was high out of range again. The device was explanted and replaced. The measurements were within range. This lead remains in use. No additional adverse patient effects were reported.